Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a loose/detached set screw.

Event description:
It was reported that during the implant procedure, the physician was unable to fix a lead properly due to a grommet problem on the implantable pulse generator (ipg). There was high impedance and a lack of pacing since the grommet could not be screwed properly. The device was removed and replaced. No patient complications have been reported as a result of this event.